Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint processing received no sample and no picture. The following investigations were conducted: visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. Because no batch information was received, an examination is not possible if there were any abnormalities in the manufacturing process or in the check routine of the final control. As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the defect is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "during the removal of an epidural catheter, the anesthesiologist encountered an unusual difficulty. A midwife present heard a cracking sound during the removal. After the third epidural was administered, the removed catheter was compared to a new one. The removed catheter appeared stretched at the tip, suggesting incompleteness: approximately 6 cm were missing, corresponding to the absence of the catheter's second marker. The patient was transferred to neurosurgery at nancy university hospital for surgery on (B)(6) 2025, to remove the remaining piece of catheter. The procedure was performed without complications."